Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer continued charging for an additional 30 minutes and battery was charged. Customer's blood glucose was 270 mg/dl.